Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed the motor test. The device was received with scratched screen, cracked reservoir tube lip, cracked reservoir near the tube window and missing end cap sticker.